Event description:
New information notes noise with oversensing and a clavicular crush was also observed on the atrial lead. As previously reported the lead was explanted and the patient was stable.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow up. It was noted that the atrial lead had switched polarity from bipolar to unipolar due to low pacing lead impedance measurements. The switch to unipolar cause muscle stimulation in the pocket area. Programming changes were made. The atrial lead was subsequently explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
The reported events of low pacing lead impedance, noise and clavicle crush were confirmed. As received, a complete lead was returned in one piece measuring 46.2cm. Visual inspection of the lead found clavicle crush damaging the inner and outer insulations at 24.0cm to 25.0cm from the connector pin and fracturing one filar of the outer coil. The cause of the reported events were isolated to clavicle crush.